Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 2032227-2014-27973.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump repeatedly alarmed no delivery during the bolus procedure. The issue was resolved by a complete set change; the insulin pump was working as designed per troubleshoot. The blood glucose reading was 115 mg/dl. Explained that the alarm was caused by a possible infusion set or reservoir occlusion. The customer advised that she wanted the insulin pump replaced. Nothing further reported.